Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28848. It was reported that the patient presented for post implant check. It was noted that the patient's right atrial (ra) and right ventricular (rv) leads had high pacing impedance. Isometric tests and pocket manipulation was performed but unable to replicate the high impedance values and all other lead measurements were in normal range. No intervention was performed at the time and the patient would continue to be monitored. There were no patient consequences.